Manufacturer narrative:
Follow-up #1: date of submission 03/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during investigation, the pump was found to be cracked at the u groove near the battery compartment. The audio bolus button cover was found to be missing on the pump. The keypad was found to be intact but unresponsive. The keypad cover was removed and there was no contamination found under the key contacts. The pump cover was removed and there was internal moisture found on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.